Event description:
The fine tuner echo and battery were returned to service and repair. This fine tuner echo was returned because it was stuck in lock position. No injury was reported.

Manufacturer narrative:
Conclusion: according to the received information, a finetuner echo was sent to service repair due to not functioning. During device investigation a failed capacitor was detected which was likely the reason for the observed issue. This is a final report.

Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo and battery were returned to service and repair.